Event description:
It was reported during the implant procedure that the physician could not advance lead pin far enough into the header in order to screw pin down. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. During the evaluation, leads were inserted into all ports without difficulty or issue.